Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the reservoir tube on her insulin pump is broken. The patient's blood glucose at the time of incident was 269 mg/dl. Troubleshooting was initiated and the customer confirmed that the damage was at the top of the reservoir. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.